Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip entangled in chordae) appears to be related to procedural condition. The reported difficulty grasping and difficulty capturing appear to be cascading effects of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report device entrapment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed posterior leaflet. One clip was successfully implanted. To further reduce mr, a second clip was inserted. However, during positioning, the clip became entangled in chordae. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was deployed with chordae attached. The procedure was then concluded with a resulting mr of grade 2+. There was no clinically significant delay in the procedure. No additional information was provided.